Event description:
Patient reported reduced stimulation effect after going through theft security gate at store. Patient used to feel good stimulation at 2.6 and now cannot feel stimulation at 4.6. Patient instructed to follow up with hcp. No report of device explantation. Manufacturer attempting to contact hcp for follow up info. A supplemental report will be sent if additional info is rec'd.